Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image received appeared to show right atrial disc had a bulbous shape. An unknown size delivery system was used which may have contributed to the reported event but could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: type of investigation: 4114. Investigation findings: 3221. Investigation conclusions: 4315. Codes added: type of investigation: 4109, 10, 4111. Investigation findings: 213. Investigation conclusions: 67.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was selected for an implant. During the procedure, the right disc has a burger form and was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a non-abbott device that completed the procedure successfully. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. One image from field appeared to show right atrial disc had a bulbous shape. A returned device inspection could not be performed as the device was not returned for analysis. An unknown size delivery system was used which may have contributed to the reported event but cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.